Manufacturer narrative:
The insulin pump alarmed with a motor error during occlusion test, due to faulty force sensor resistor. Compromised force sensor system alarm could not be confirmed due to motor error alarm. Motor passed motor test. The device was received with minor scratches on the lcd window, cracked case at display window corner and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called and reported the insulin pump alarmed to indicate the force sensor system was compromised. Customer's blood glucose was 270 mg/dl. The customer stated insulin was squirting out during manual priming. The insulin pump had not been bumped or dropped. The drive support cap appeared normal. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.